Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: item # 00875705802, cup, lot # 63660770.

Event description:
It was reported that when the cup was tightened onto the impactor, the threaded screw tip fractured. An alternate cup and impactor were available, and used to complete the surgery. The initial cup and impactor were not placed near the patient, therefore no fragments fell into patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
His report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection determined that the lead threads on the hex bolt had fractured and remain in the tm shell. Damage on the frame indicating off axis impaction. Wear and tear consistent with potential field age of 8 years and 3 months was noted. No other anomalies were observed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to off-axis impaction. Evidence of side impaction implies that the surgeons are placing off-axis load on the impaction handle which is designed to be struck on the impaction surface not the side of the handle. When struck on the side of the handle it creates unintended loading conditions and increased stress on the thread. Therefore, the off-axis impaction combined with the wear and tear consistent with a field age of 8 years is the most likely root cause for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.